Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured during the second inflation attempt. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned. One photo was reviewed. The photo shows the distal portion of conquest device and balloon. Water droplets are noted to be located on the surface of the middle portion of the balloon. However, no damage to the balloon or evidence or rupture can be noted in the photo. Therefore based on the photo review, the reported balloon rupture remains inconclusive as no evidence of balloon rupture can be noted in the photo. Therefore the investigation for the reported balloon rupture was inconclusive as no evidence of balloon rupture can be noted in the photo. A definitive root cause for the balloon rupture could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4(expiry date: 02/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 02/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured during the second inflation attempt. There was no reported patient injury.